Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was incomplete hydration of the chrome by r2. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instruement is operating within specifications.

Event description:
Falsely elevated troponin I results of 1.94, 1.90, 1.96, and 1.92 ng/ml were obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was incomplete hydration of chrome by r2.